Manufacturer narrative:
Review of the product history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
"Revised for dislocation. Mdm insert dislocated from 28 mm v40 biolox ceramic head". Operative side is left.